Event description:
When opening the package, the loop on the end of the device fell off before contact was made with the pt. A second device was opened and used and it cut through the polyp when it should have strangulated around the base of it. No other ligating loops were used. FDA safety report ID# (B)(4).